Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Additionally, the IFU states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviations of the IFU and subsequent circumstances of the procedure as it is likely that following use with a non-abbott burr device, interaction with the burr device resulted in the reported difficult to remove. Manipulation to remove the guide wire using force resulted in the noted device damages (bent core, torn polymer coating) and ultimately resulted in the reported/noted detachments (core, coil). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion at the bifurcation of the distal left anterior descending coronary artery. A high-torque balance middle weight (bmw) universal guide wire was placed with an additional unspecified guide wire at the lesion. Following successful treatment of the lesion with a non-abbott burr device, the bmw universal guide wire was attempted to be removed; however, the guide wire caught on the burr device. Force was applied to remove the guide wire and a tip separation occurred. Following the successful removal of the burr device, a snare was used to retrieve the separated guide wire tip. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.